Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company principal territory manager isolated the malfunction to the pcb video generator which he replaced to correct the screen malfunction. He then completed preventive maintenance with full calibration, functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications, was cleared for clinical use and returned to the customer.

Event description:
During preventative maintenance, performed by company principal territory manager, it was observed that the touch screen was inoperative. No patient involvement or adverse event reported.